Event description:
The fully charged autopulse li-ion battery (sn (B)(4) does not power on the autopulse platform. The status leds on the battery illuminated 4 green lights. The customer moved the charger inside to charge the battery under the air conditioner to troubleshoot the problem. The customer noticed that sometimes the battery works as intended in the mornings. But in the afternoon, the battery fails to power on the platform. No patient involvement.

Manufacturer narrative:
Zoll has received the battery however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 07778 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.